Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was having discomfort at the pocket site due to ipg migration. The patient will undergo a pocket revision.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg was repositioned. The patient was doing well postoperatively.

Event description:
A report was received that the patient was having discomfort at the pocket site due to ipg migration. The patient will undergo a pocket revision.